Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, exit block was noted. A CT scan revealed a right ventricular apex cardiac perforation with a pericardial effusion. The lead was explanted without complications and a new lead was implanted with good measurements. The patient is well.